Event description:
Refer also to 1601530000-2001-0005 report. Another stent moved off balloon & not deployed. Stent caught in proximal right coronary artery stented area. New balloon in & stent deployed.